Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed off no power. The blood glucose reading was 146 mg/dl. The reporter stated that there was no low battery alarm in the alarm history and a new battery had been used. This was the second occurrence of the alarm. Advised return of the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
No off no power anomaly was noted. The insulin pump had normal operating currents and the low battery alarm functioned properly. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, cracked reservoir tube lip and a scratched reservoir tube window.